Manufacturer narrative:
Testing on the computer for the navigation system was completed by medtronic personnel. Testing found 3 bad sectors on the hard drive. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer was replaced to resolve the reported issue. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive when attempting to archive a patient. Restarting the navigation system resolved the reported issue by holding down the power button. No additional information was provided. There was no patient present when this issue was identified.